Manufacturer narrative:
During analysis, a failure event was observed. A complete lead was returned in one piece. Final analysis found that during visual inspection an external insulation abrasion was found exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.